Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported, which is known to cause this alarm. The cause of the loose connection was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis therapy. The home patient felt that the connection on the supply line was tight when therapy started, but became loose as therapy progressed. The patient will start over with all new supplies or complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.